Manufacturer narrative:
H10 h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor and suture were not returned. The insertion device has no visible defect. A functional evaluation could not be performed as this is a single use device and the anchor has already been deployed. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that tensile strength requirements are specified. A material certificate of analysis is required for raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended, inappropriate or excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke while implantation. The procedure was completed using a smith and nephew back up device in the originally drilled bone hole. There was no surgical delay and no further complications were reported.